Event description:
Boston scientific received information that during a device change out procedure, this right ventricular (rv) lead was unable to be fully inserted into the new device. After several attempts, a new device was utilized and the lead was able to be inserted into the header of the new device. It was noted that the physician felt as if there was a stop or something inside the port. No adverse patient effects were reported. This lead remains implanted with the new device with no reported issues.

Manufacturer narrative:
Analysis of the returned attempted device revealed that the is-1 terminal molding containing the proximal seal rings has separated from the peek and was left inside the header of the attempted device during the change-out procedure. It was also noted that the proximal end of the terminal insulation molding was torn and deformed. It is unknown if the tears preceded the insulation separating from the peek, or if the insulation separating from the peek caused the terminal molding to ultimately tear as it was inserted in the header. The insulation and seal rings separating from the peek could result in insertion difficulty into the header.